Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction which occurred nine days after the sensor had been inserted in the arm. On (B)(6) 2025, the patient experienced discomfort after he inserted a new sensor, but he decided to keep the sensor on. On (B)(6) 2025, the patient decided to remove sensor, and noticed there was redness, swelling/inflammation, and a lump at the needle puncture site. He applied a warm compress to the reaction site. On (B)(6) 2025 at 3:00 pm, the symptoms did not subside which prompted him to call his physician to request a same day appointment. The physician examined the insertion site and prescribed a course of oral antibiotic medication (augmentin 500 mg capsules, twice per day for seven days). Photo of the skin reaction in the complaint record was reviewed. At the time of the report, the patient was doing well. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.